Event description:
On an air transport, ventilator was cycling normally, then sounded a solid alarm and stopped cycling, was running on battery but should have had more battery life left. No injury to patient. Assume the backup method of ventilation was used.

Manufacturer narrative:
Found two pins not properly soldered on circuit board. Vibration of air transport caused loss of contact, microprocessor sensed loss of communication, and shutdown solenoids to prevent any chance of overpressurizing patient. Protection systems worked correctly, so this was a single-fault condition.